Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, back pain, alopecia, weight increased, weight decreased and memory impairment outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, memory impairment, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with migration, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), hair loss, weight gain, weight loss, bloating and forgetfulness added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), memory impairment ("forgetfulness") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dyspareunia, pelvic pain, abdominal pain, back pain, alopecia, weight increased, weight decreased and memory impairment outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dyspareunia, memory impairment, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: trailing coils of essure from ostia: right = 3 coils, left= 1 coils. Discrepancy noted in essure insertion date: (B)(6) 2012. Discrepancy noted in essure removal date: (B)(6) 2015. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: medical record received. Lot number, reporters information, concomitant drug, and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.